Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) on the homechoice (hc) device during dwell 3 of 4, while the hp was connected. There was nothing found during troubleshooting that could have caused or contributed to the alarm. The technical service representative (tsr) had the hp close all of the clamps and cycle the power on the hc device to clear the alarm. The tsr explained the alarm and advised the hp to start over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.